Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted ¿a wad of mesh immediately inferior and to the right of the hernia defect. Further examination of the mesh detected multiple pleats in the mesh and confirmed that the vast majority of the patch was located right of the fascia midline indicating probable mesh migration. The mesh was freed and excised. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.